Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient ceased charging the implantable pulse generator (ipg) after undergoing open heart surgery in (B)(6) 2020. Ipg was unable to communicate with external devices. Device was explanted and replaced with a recharge free ipg. No complications were noted during the procedure. Postoperatively the patient reportedly is experiencing effective therapy.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.